Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drm, implantable cardioverter defibrillator, (B)(6) 2012; 4472. Competitor implantable pacing lead. (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had episodes of t-wave oversensing (twos) that had occurred on two different days within very small time windows. It was indicated that during clinic testing the twos did not occur with any sensing configuration or programmed sensitivity. The rv lead is still in use. No patient complications have been reported as a result of this event.